Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The air/water nozzle was flushed with air and water, and the nozzle was wiped/brushed during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5. Evaluation found the bending section cover was discolored, the bending section cover adhesive was chipped, cracked, and had a white clouded area, the bending angle in the up direction and the play of the up/down knob did not meet the standard value; due to wear of the angle wire. The mouthpiece was loose, the connecting tube was dented, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported, the distal end of the evis lucera gastrointestinal videoscope was defective. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The customer did not have any information on what the foreign material was or how it adhered to the scope. The report is being submitted, due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.